Event description:
During a surgery, it was reported the surgical screws were used past their expiration date.

Manufacturer narrative:
Although the devices were not returned for investigation, the reported event could be confirmed. The reported lot#s revealed that the screws were used ((B)(6) 2014) beyond their expiry date (july 1st 2014). The expiration date is stated clearly on the label of the product. That the provided labeling is understandable is prove by the fact that the surgical nurse realized the exceedance of the expiry date and communicated that to the company representative. Additionally, the IFU contains a warning not to use the products if the expiration date is exceeded. In addition to these warnings, the company representative explicitly pointed out the exceedance of the expiry date to the surgeon in this specific case. However, the surgeon decided to use the screws for the surgery despite being aware that the screws had expired. Based on the reported event the root cause could be attributed to a user related issue.

Event description:
During a surgery, it was reported the surgical screws were used past their expiration date.

Manufacturer narrative:
Device not returned for evaluation as it is still implanted in patient. If additional information is received it will be reported on a supplemental report.